Event description:
Boston scientific crm received info that this pt twiddled their 4136 right ventricular (rv) out of their heart. The physician requested a smaller french lead for replacement. No adverse pt effects were reported. The lead has not been returned. If this lead should be returned, analysis would not be required based on the nature of the allegation. No further info is available. If additional info should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.